Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-01606, -01608, -01609, -01610, -01611. This report will be updated when investigation is completed.

Event description:
Allegedly, the patients left hip was revised due to mom complications.